Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
During a coronary atherectomy procedure using a csi diamondback orbital atherectomy device (oad), a patient complication occurred. Following treatment of a lesion in the mid right coronary artery (rca) with three passes of the oad, the device was removed from the patient and angiographic imaging was performed. A change in the vessel diameter immediately distal to the area of treatment was noted, and per the physician it was speculated to be the result of a contained perforation or dissection which created a pseudoaneurysm in the vessel. A stent was placed in the mid rca which stabilized the vessel. The patient was in stable condition throughout and following the procedure.